Manufacturer narrative:
Patient weight is unavailable. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 2 non-functional leads. The right ventricular (rv) lead 438-10 was being removed using a spectranetics lead locking device (lld) ez, a spectranetics 14 fr glidelight laser sheath and an spectranetics visisheath dilator sheath. Progression stalled in the superior vena cava (svc) at the right atrial (ra) junction. The anesthesiologist noticed an effusion and the extracting physician stopped progress with the glidelight laser sheath, did a pericardiocentesis, pulled out an unspecified amount of blood and the patient¿s hemodynamics remained stable. The physician continued with the extraction and successfully removed the leads.